Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s spouse reported a blood glucose of 68 mg/dl that was treated and returned to 92 mg/dl.